Manufacturer narrative:
This case with patient identifier (B)(6) is related to (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes measured with two different vials of test strips: 60 mg/dl (lot 498289) and 118 mg/dl (lot 498502).